Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
This report is being filed after the subsequent review of the following literature abstract: welch, w. C., ong, j. G., gerszten, p. C., nestler, a. P., burke, j. P., & cheng, b. C. (2007). In vivo evaluation of biomechanical anterior cervical plate failure. Advances in therapy, 24(2), 415-426. N=2: post op screw loosening. (B)(6) female. (B)(6) male.